Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with stripped battery cap coin slot, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump had blank display. The caller mentioned that the customer was hospitalized. The caller stated that the customer had high blood glucose of 531 mg/dl at the time of incident. The caller stated that the high blood glucose was treated with manual injection. The caller was unable to remove the battery cap. The caller was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.